Event description:
Surgery was performed in 2001. Two level polar case with two 13x20mm bak/l implants, lot 990657, implanted at l4-s1. A two level bilateral silhouette construct was also implanted consisting of two 6.5 x 45mm polyaxial pedicle screws, two 6.5 x 50mm screws, two 7.5 x 50mm screws, six locking nuts and 5.5mm stainless steel rod.